Manufacturer narrative:
The physician reported that the product will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information from this patient's physician that this 12 mm pulmonary valved conduit was explanted and replaced two years post-implant by an 18 mm valved conduit. This device was replaced due to conduit obstruction, stenosis of the conduit, and insufficiency, as well as partly due to patient outgrowth. No patient symptoms were reported due to the device performance, and the patient tolerated the replacement procedure well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.